Event description:
Patient said she took cardio messenger on vacation and it looks like it exploded in her bag. The parts are separated some and its warped. Patient said it was not left in a car and it looks like it overheated. Should additional information become available, this file will be updated.